Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #1 - device evaluation: the pump was returned and investigated on 05/29/2015 with the following findings: on investigation, the display did not demonstrate dimness, fading or discoloration; the display was found to be fully illuminated and clearly legible. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was found to be cracked near the cover.

Manufacturer narrative:
Follow up #1, date of submission 05/05/2015. Correction to initial reporter: (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.